Event description:
It was reported that there was a parkinson's disease patient implanted in (B)(6) 2021 with recurrent wound dehiscence, admitted on (B)(6) 2022 for removal of device leads and battery. They also had tugging and pulling behind ear over the lead site on (B)(6) 2021, and were given five day course of keflex. (B)(6) 2021 a scab fell off near the lead tunneling sites with wires exposed. (B)(6) 2021 they went to or for wound dehiscence because the incision re-opened to expose dbs leads, but no signs of infection. They washed the site. (B)(6) 2021 the right temporal lead tunneling site and right neck were tender to the touch with brown discharge and again treated with keflex. (B)(6) 2021 they underwent debridement and fasciocutaneous flap closure of the right parietal wound. (B)(6) 2021 they were noted to have new area of focal dehiscence above prior flap, bedside closure attempted without success. They underwent wound revision with repositioning of dbs lead extension electrodes. (B)(6) 2022 they were seen in clinic and noted to have granulation tissue in posterior inferior aspect of incision. (B)(6) 2022 they were noted to have wound dehiscence again, treated with six week course of keflex. (B)(6) 2022 they were noted to have drainage and breakdown again. (B)(6) 2022 they were at the operating room for removal of dbs ipg generator from chest and distal electrode and removal intracranial dbs leads.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext. Product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.